Event description:
It was reported that the patient has been hospitalized since (B)(6) 2013 for multiple issues including aspiration pneumonia. It was reported that the patient will undergo a swallow study. Attempts to obtain additional information have been unsuccessful to date.